Event description:
It was reported that when conducting puncturing for the groshong catheter, the nurse found that resistance was felt at the proximal end of the guide wire, unable to remove the guide wire. The guide wire was therefore removed together with the micro-introducer. A careful examination revealed that the proximal guide wire was not smooth and protruded, which made the removal impossible. Another mst was used for re-puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to pass the guidewire through the microintroducer is confirmed but the exact cause remains unknown. One guidewire w/hoop and one 4.5 fr microez were returned for evaluation. The proximal end of the guidewire was observed to be cut and also returned. A section between the proximal weld tip and coil wire appeared to be elongated and deformed. A microscopic observation revealed the most proximal coils of the guidewire was bent and disjointed but connected to the weld tip. Both weld tips were observed to be present and intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include device handling prior to or during attempted use. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when conducting puncturing for the groshong catheter, the nurse found that resistance was felt at the proximal end of the guide wire, unable to remove the guide wire. The guide wire was therefore removed together with the micro-introducer. A careful examination revealed that the proximal guide wire was not smooth and protruded, which made the removal impossible. Another mst was used for re-puncture.